Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 552 mg/dl, which customer attempted to treat with the insulin pump. Customer's blood glucose did not come down. Four hours later, customer treated with manual injection and blood glucose went down to 361 mg/dl. The customer then treated with the insulin pump again and blood glucose went up to 444 mg/dl. At the time of this report, customer's blood glucose was 512 mg/dl. Symptoms included heart problems, blurred vision, and polyuria. Troubleshooting was performed. The drive support of the insulin pump appeared normal. No air bubbles or leaks were found in the tubing or reservoir. Insulin exited at the quick release during manual prime. A leak was found at the infusion set site. Customer stated cannula was dry but plastic center of adhesive was wet with insulin. Customer did not wish to continue troubleshooting for high blood glucose.